Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.